Event description:
The customer reported that the pt had been anesthesized for planned cardioversion (in synchronous mode). ECG was checked using the 43120a paddles and display. Just after discharge, the display became black and switched off. The customer immediately used an ECG unit to monitor pt's ECG and noticed that cardioversion and discharge had worked correctly.